Event description:
Pat was in operating room for laparoscopic surgery for inguinal hernia repair, left side. During intubation, the tip of the lta kit broke off in the patient's airway. The piece was retrieved by the anesthesiologist with help from the gi team using a bronchoscope and grasper. The patient was awakened and suctioned with no further incident. Surgeon canceled the case to make sure the patient was ok before rescheduling the case.